Manufacturer narrative:
(B)(4). Batch # r57887. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during a gastric procedure, could not return blade. During the bariatric surgery, when severing the stomach, after fired, the blade moved to the full distal end, but could not return. The reverse button was loose, used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r57887. Device evaluation: the analysis found that one ple60a device was returned with no apparent damage and without a cartridge reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck, disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.